Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a device change out, the device was positioned in a way that was painful for the patient. On (B)(6) 2020, a pocket revision was performed so that the device was in a more secure position under the fascia. The patient was doing well before during and after the procedure. The physician was satisfied with the outcome.